Event description:
Revision of knee components. The screw for the tibial stem extension fractured due to stress shielding causing the stem extension to disassemble. Surgeon noted that severe osteolysis and lack of bone stock in the upper tibia were an issue.

Manufacturer narrative:
The contribution of the devices to the reported experience could not be determined as the devices were not available for eval.